Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a tavr procedure, a commander delivery system balloon burst during the deployment of a 26mm sapien 3 valve. During valve deployment/inflation, when about 3/4 of the inflation volume was used, the delivery system balloon burst. The valve was in the correct position with moderate paravalvular leak (pvl). There was no movement of the valve. Upon withdrawal of the delivery system, the balloon appeared to have a horizontal tear. A new esheath and delivery system were prepared and used to post dilate the valve to nominal volume. Trace to no pvl was observed post dilation. There were no other complications with the procedure. No patient injuries were reported. The patient is in stable condition. The native annulus diameter measured 25.1mm by CT. Mild annular calcification, bulky native leaflet calcification and bulky aortic root calcification was reported. A focal piece of calcium from the annulus to the lvot and bulky stj calcification were also reported. It was perceived that the focal calcification, from the annulus to the lvot, likely caused the balloon burst.

Manufacturer narrative:
System updates pending. Result : known inherent risk of procedure. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed a partial tear of the inflation balloon. Due to the condition of the returned balloon, it could not be determined if the balloon first tore longitudinally or radially. There was no indication that any pieces of the balloon were missing. No other abnormalities were observed. Dimensional analysis was performed on the balloon wall thickness. All measurements met manufacturing specifications. No functional testing could be performed due to the condition of the returned device. During manufacturing, the ds undergoes multiple 100% inspections and verifications. The inspections performed support that is unlikely that a manufacturing non-conformance was the source of the complaint. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaint of the commander delivery system balloon burst was confirmed based on the condition of the returned sample; however, no manufacturing non-conformances were identified. The dimensional inspection of the delivery system revealed the wall thickness was within specification. A definite root cause for the delivery system balloon rupture cannot be confirmed. Based on the available information, patient factors (bulky native leaflet calcification, bulky aortic root calcification, a focal piece of calcium from the annulus to the lvot, bulky stj calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.